Manufacturer narrative:
All buttons functioned properly and no damage on the keypad assembly. No button error alarm. The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 39 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with orange juice. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.